Event description:
Second event in less than one yr while using model 523 medtronic minimed insulin pump. Three insulin pumps provided by medtronic have had compromised basal delivery. Random reduction and/or increases in basal delivery not by pt input has caused pt to become impaired due to hypoglycemia or hyperglycemia. Long term affects of this are severe liver damage, physical impairment plus long term brain damage. This event was experienced on several other occasions. Medtronic has replaced the current insulin pump, delivered on (B)(6) 2011, 3 times this yr and requested her to return all medical supplies used with the insulin pump (infusion sets, reservoirs etc). Medtronic's investigation team has been meeting with (B)(4) to try and gather data but the last 10 months no product changes have been issued to pts and I/the pt continues to struggle with the random insulin pump motor malfunctions and infusion set p-cap issues causing non-delivery of insulin. More specifically when I/pt bolus insulin the insulin pump counts the bolus amount on the screen but when infusion set is detached from pts body to see if the pump is really pumping insulin .50 units count down before insulin can be seen dripping out of the set needle. This means every pt is experiencing reduced amounts of flow. Occasionally when this unscientific test is performed the bolus amount drips immediately but less than 50%. The accuracy of the bolus wizard insulin on board is in question. What prints out on carelink and what the insulin pump shows the pt can vary widely. I have been extremely cooperative with the company however the example provided above is just one instance of the many pts all over the country are experiencing. I tried to get coverage for the animas pump but my insurance would not cover it based on the fact no FDA mandate has been released showing other pts are experiencing these types of events. Dates of use: (B)(6) 2000 -- (B)(6) 2011.